Event description:
The manufacturer received information alleging a "ventilator service required" error message occurred during an equipment check. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. An error indicating a proximal flow sensor failed was observed. The device's sensor board was replaced to address the issue. Additionally, the event log shows an error, indicating that the proximal pressure sensor has drifted so much that the device cannot adjust for it approximately 15 seconds after stopping the device. This suggests that external pressure fluctuations during self-calibration might have caused the zero-point drift or the previously occurring proximal flow sensor fail may have influenced this event.